Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore, omsc could not evaluate the referenced device. Since the manufacture record of the subject device was unknown, the manufacture record that dated back the past six months from the delivery date to the user was reviewed, with no irregularities noted. Meeting was held in the hospital. Then, there were the following opinions. It is considered as negligence on the use, because we activated output frequently while the tip of the device contacted tissue clearly. We feel that the heat diffusion (including side) of sonicbeat is similar to thunderbeat (energy device which made of omsc) and its diffusion is strong. Omsc could not determine the root cause conclusively. However, based on the comments from the user, this type of the event is most likely related to the operator's technique. The instruction manual of the subject device already cautions; before activating the output, be sure that neither the grasping section nor the probe tip comes into contact with the surrounding tissue. Do not use the sonicbeat if you do not have a sufficient view to confirm the above or if the grasping section and probe tip are penetrating into the tissues. Otherwise, perforation, bleeding or burns may result.

Event description:
During a laparoscopic heller-dor, the subject device was used. The day after the procedure, the patient got a fever after eating. Two days after the procedure, the perforation on the gastric wall was found and it was sutured. The patient remains hospitalized at this time and is in recovery.